Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the ep lab for a left ventricular (lv) lead revision. Previously, the patient presented to the clinic with gross phrenic nerve stimulation that could not be reprogramed despite a chest x-ray showing good posterior lateral position and programmed the right ventricular (rv) only. The lv lead was easily extracted and replaced with a new lv lead in a basal lateral position. There were no adverse health consequences to the patient.